Event description:
It was reported that the customer had no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was unable to troubleshoot at time of call. The customer was returning product base on her request. The customer was advised to call in whenever experiecing issue with no deliveries and we will sent replacement of the reservoir and set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.